Event description:
Risk management nurse reported removal of infected spinal cord stimulator. Pt presented with evidence of drainage from the lead implant site; succulent granualtion formation over the lead implant site, sinus tract extending down to the lumbar fascia. The granulation and wound edges were removed and the area was irrigated with iodine solution. The device were explanted but not returned to the manufacturer for analysis.